Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed originating from the drainage bag of a prismaflex st100 set prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The set underwent functional leak testing, and a leak was observed at the level of the eyelet¿s drain bag where the stopcock is located due to a crack. The reported condition was verified. The component was provided by a third-party supplier. The plant has control measures in place to identify failures of this nature. Due to the nature of the provided samples, no further testing could be performed. Therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.